Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is leaking line from pump on the filter. There was medication inside. No patient injury.

Manufacturer narrative:
Two devices were returned for analysis. Visual inspection showed the devices were in good condition. A functional test was performed and the reported issue was duplicated. Leakage was present in the filter air vent in both devices. It was determined that the most probable cause was due to using solutions that contained high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(6).